Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 26mm 0 deg pca liner. An evaluation of the device cannot be performed as the device was send to pathology due to hospital policy and was returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
(B)(6) yr old male patient required a revision poly swap of his tha. 26mm poly was exchanged for a new 32mm poly insert.

Manufacturer narrative:
An event regarding a liner exchange involving an unknown 26mm 0 deg pca liner was reported. The event was further clarified and confirmed as wear by a clinician evaluating the provided x-ray. A review of the provided undated x-ray by a clinical consultant concluded: "there is no evidence for device-related factors playing a role. Actually, survival of an arthroplasty of 17- years in a very young patient should be considered as very good and thus the failure by poly wear should almost be considered an end of practical service life of the components involved given the type of poly and the probable high activity levels of these young patients." A review of the device history records could not be performed as the product lot number was not provided. A complaint history review could not be performed as no catalog or lot number was provided. The investigation concluded that the exact cause of the event could not be determined because further information such as additional pre- and post-operative x-rays, the primary operative report as well as patient history and follow-up notes and the return of the devices are needed. It also concluded there is no indication the event is related to a manufacturing issue.

Event description:
(B)(6) male patient required a revision poly swap of his tha. A 26mm poly was exchanged for a new 32mm poly insert.